Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" error while in use. The pump was turned off, restarted and the error was still present. The patient was uncomfortable with removing the cassette to look for air, so the pump was left off and the clamp closest to the pump was closed. There was no patient harm.